Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, the fenestrated bipolar forceps instrument was noted with a black coating missing from the cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system the instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage but there was missing material, and the wires were exposed. The complaint regarding the damaged conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.